Event description:
Healthcare professional reported through regulatory agency "cysts on mammary prostheses¿, "aortic and mitral valves degeneration", "asthma and "copd/niddm". This record is for right side. Device was explanted. It is unknown if the device will be returned.

Manufacturer narrative:
E1: phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.